Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had button error alarm. Customer¿s blood glucose was 230 mg/dl at the time of incident. Customer stated that the insulin pump had failed battery test alarm. The insulin pump will be returned for analysis.